Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was surgically abandoned due to impedance issues causing the patient to switch to unipolar. Fracture was found to be the cause of the impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.